Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, distal superficial femoral artery (sfa), after lesion pre-dilatation to 6 mm, the supera stent was advanced to the lesion. The deployment was initiated, but the tip became stuck in the stent. The delivery system was retracted slightly and the stent was fully deployed in the target lesion. The tip remained attached to the delivery system and the entire system was removed from the anatomy, without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.